Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user states the wire on her xpo110 casing has broken and is exposed.